Event description:
It was reported that the patient's vns was unable to be interrogated and thought to be dead. The physician alleged that the patient's settings were "not that high" and that he thought this means the generator is defective. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted product has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient's generator was unable to interrogate and that it was unknown if the battery was dead or if there was a problem with the lead. The patient reported having neck pain (captured in MFR. Report #1644487-2019-00632). The patient was referred for device replacement.